Event description:
It was reported by a customer in the USA that, the ht70 ventilator touch screen was intermittently unresponsive, and the "external power source - not detected" alarm could not be cancelled. There was no patient involvement.

Manufacturer narrative:
The device is expected to be returned for an investigation. However, it has not been received. (B)(4).

Manufacturer narrative:
(B)(4). The returned ht70 ventilator was evaluated for the reported "unresponsive touch panel". The coin cell battery was replaced to resolve the issue.